Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is displaced by about 107 mm in proximal direction. The stent is deformed at its distal end, i.e. Several struts are everted. Stent imprints on the exposed balloon surface indicate the stent was initially crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to a handling issue (application of negative pressure during stent system preparation) which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous rca. The orsiro was delivered and crossed the lesion. During lesion crossing, the orsiro got caught at a half pipe (guide extension catheter named hikyaku by kaneka) and displaced on the balloon. When the orsiro was removed from the patient, the stent was still on the shaft.